Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for multiple assays on two different cobas 6000 e 601 module (e601) analyzers. Of the three samples, one sample had an erroneous result for the elecsys hcg test system (hcg) which is reportable as a malfunction. The sample initially resulted with an hcg value of 1.0 iu/l and this value was reported outside of the laboratory. A clinician requested a repeat of the sample. The sample was repeated, resulting as 63814 iu/l. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number and expiration date were asked for, but not provided. The customer does not use recommended rack adapters for 13mm diameter sample tubes. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes include not using recommended rack adapters, sample quality, or insufficient maintenance. A review of the alarm trace showed several sample short errors 18 minutes prior to initial testing of the sample. Several sample duplication errors were also noted on the same day. These errors indicate poor sample quality or missing rack adapters.